Manufacturer narrative:
Return of the suspect tilt swivel arm assembly is anticipated. Evaluation of the arm will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported the monitor arm bracket broke off of their affiniti 50 ultrasound system while transporting the unit within the user facility. A philips service engineer ordered a replacement tilt swivel arm that was installed by the customer biomedical department to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.

Event description:
A customer reported the monitor arm bracket broke off of their affiniti 50 ultrasound system while transporting the unit within the user facility. A philips service engineer ordered a replacement tilt swivel arm that was installed by the customer biomedical department to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
Although the suspect arm was inadvertently discarded, a thorough investigation has been performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm variant. The engineering team determined the failure resulted from an assembly error causing misaligned screw threads to shear away from a secured position. A design change that involves securing the monitor arm with a tab and slot instead sole reliance on screws has been implemented in january 2019 and prevents potential recurrence of this assembly error.